Event description:
It was reported that the patient indicated over the last couple of months he has not been able to inflate the device. He stated that he was able to pump the pump but no longer gets the pop associated with the first pump. When he pumps, the bulb goes flat and stays flat and only transfers approximately 1/8 th of the fluid into the cylinders which is not adequate for an erection. He has seen his physician and stated that the doctor worked with the device and was able to get it to work once, but that he has not been able to repeat that. Additional information received indicated the patient was scheduled to see the physician on (B)(6) 2019.